Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in asepsis during pd therapy with no indication of a contributing deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Nonadherence to aseptic technique through touch contamination during pd is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to hospital for one night due to a bleeding issue on the pd catheter which caused peritonitis. The nurse stated the patient has been completing treatments and the patient's peritonitis has been treated since then. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following an in-patient cardiac stent placement that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this overnight observational stay, the patient was required to perform continuous ambulatory pd for renal replacement therapy utilizing hospital provided manual dialysis solutions. The patient was required to remain supine following the procedure and had a touch contamination event during a capd treatment as a result. The patient was discharged from the hospital on (B)(6) 2025. The patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures presented with staphylococcus (species not reported) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during pd therapy. It was explained that the patient had a very small amount of bleeding from their pd catheter (not a fresenius product) as a consequence of the stent placement procedure, and it was initially thought that the bleeding led to the infection, which was determined not to be the cause. The patient was prescribed a one-time dose of intraperitoneal cefepime at 2000 mg and ip vancomycin at 2000 mg for twice a week for three weeks to address the infection at home. The patient is recovering as he continues antibiotic therapy and remains asymptomatic following this event. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient went to hospital for one night due to a bleeding issue on the pd catheter which caused peritonitis. The nurse stated the patient has been completing treatments and the patient's peritonitis has been treated since then. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following an in-patient cardiac stent placement that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this overnight observational stay, the patient was required to perform continuous ambulatory pd for renal replacement therapy utilizing hospital provided manual dialysis solutions. The patient was required to remain supine following the procedure and had a touch contamination event during a capd treatment as a result. The patient was discharged from the hospital on (B)(6) 2025. The patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain. Peritoneal effluent fluid cultures presented with staphylococcus (species not reported) and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during pd therapy. It was explained that the patient had a very small amount of bleeding from their pd catheter (not a fresenius product) as a consequence of the stent placement procedure, and it was initially thought that the bleeding led to the infection, which was determined not to be the cause. The patient was prescribed a one-time dose of intraperitoneal cefepime at 2000 mg and ip vancomycin at 2000 mg for twice a week for three weeks to address the infection at home. The patient is recovering as he continues antibiotic therapy and remains asymptomatic following this event. It was reported that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.